Event description:
It was reported that an asahi corsair pro xs microcatheter was used for a percutaneous coronary intervention (pci) to treat a moderately calcified chronic total occlusion (cto) in the right coronary artery (rca). The corsair pro xs microcatheter was advanced retrogradely through a very thin septal collateral to the rca. When the corsair pro xs microcatheter was advanced to the mid rca segment, it could no longer be advanced despite forced rotation. During withdrawal to exchange the corsair pro xs microcatheter with an asahi caravel microcatheter, detachment of the tip occurred, which remained stuck in the calcified lesion. The microcatheter tip fragment was stented and the procedure was completed. It was informed that there was no adverse patient effect associated with this event. The patient's condition was stable and the patient was discharged.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with removal might have been locally applied on the tip of the corsair pro xs microcatheter while the catheter tip was trapped due to anatomical conditions and the moderately calcified lesion. Consequently, the tip was torn off. It was concluded that the reported event was not attributed to the product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) ~ the microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the microcatheter into stenotic areas and narrower vessels than the product. (Abrasion may result in damage or separation of the microcatheter. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event.) [Malfunctions and adverse effects] ~ separation.